Event description:
As reported via legal documentation, a patient had right knee replacement surgery. They underwent right knee revision surgery approximately 1 year 3 months after their initial procedure. Revision op report states that there was obvious evidence of oxidation of the polyethylene with yellow discoloration. There was also pitting noted in both the medial and lateral mid portion of the polyethylene. There was no evidence of any loosening of the actual components. It was also noted that the polyethylene head of the patella had some lateral edge wear and upon further inspection, it appeared that the button was placed medial and it was a small button and there was still residual patella. The surgeon noted it looked like the patella during flexion and extension, the lateral femoral condyle was riding on the edge of the patella and was tracking abnormally resulting in abnormal patella wear on the lateral edge of the patella. The patient was brought to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2023-01703 d10 concomitant devices: (B)(6) 02-022-35-3509 - truliant tib imp ps insert sz 3.5 9mm. (B)(6) 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5. (B)(6) 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t. (B)(6) a10012 - gps implant kit v2. Non-exactech isoplastics. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.